Event description:
Customer reported that the insulin pump was cracked at the battery compartment. The blood glucose reading was 156 mg/dl. She also reported that the screen was scratched. She did not recall how the damage occurred. Nothing further was reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with a cracked display window corner, broken battery tube threads, belt clip slot, minor scratches on the display window, and a loose and shifted end cap sticker. No crack was found on the display window.